Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found the biopsy channel had foreign material. However, upon additional information received and inspection of the device, there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: bending section cover or distal sheath rubber glue separated; suction volume specify suction flow failed; and clogged work channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that gastrointestinal videoscope, obstructed work channel. The issue occurred during an unknown event and thew procedure was unkown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the biopsy channel had foreign materials. This report is being submitted to capture the reportable malfunction found during evaluation.